Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 37 mg/dl at the time of the incident. The customer was given dextrose and intravenous glucose to treat. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer had a low incident the night before the above incident and the customer was given glucose tablets and a sugary drink by the spouse. The customer had a low incident in (B)(6) 2017. The customer also reported non optimal sensor readings. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08725 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using care link. Device communicated properly with the test blood glucose meter. The test value of 89 mg/dl was sent by the meter and received by the pump. No pump or meter communication anomaly noted. Device also communicated properly with the glucose sensor simulator and the minidisk transmitter. The test value of 135 mg/dl was properly displayed on the pump sensor graph screen. No pump or sensor transmitter communication anomaly noted. Device had intermittent button response on the act button due to flattened dome switch (no crease). No button error alarm noted. During visual inspection, the keypad connector on the lcd/b was found locked properly device had minor scratched display window, scratched case, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).